Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number cmp-. Reported issue: on june 13, 2019, it was reported that the device power cord wires are showing. DHR review: the device history record (DHR) for the vp500 vasopress pump with serial number (B)(4) review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. The vp500 vasopress pump for serial number (B)(4), the device was noted to have been previously repaired by zimmer biomet surgical /compression therapy concepts (c.t.c.) On december 12, 2017. The repair included replacement of compressor and case back. Device evaluations results/investigation findings: product review of the vp500 vasopress pump performed by zimmer biomet surgical on july 10, 2019 revealed that the power cord was damaged. Repair of the vp500 vasopress pump was not performed by zimmer biomet surgical due to the device being scrapped after product evaluation. Probable cause/root cause: the reported event " the device power cord wires are showing " was confirmed since during product review the power cord was damaged. A definitive root cause of the damaged power cord could not be determined with the provided information since the cause for the power cord damage is unknown. The device was scrapped after evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined there is no further actions needed at this time (ie/CAPA/scar/hhe/d). There was no patient impact. This complaint will be tracked and trended per zpc 11.407 for any adverse trends that may warrant further action.

Event description:
The initial event was reported as a product return with no additional detail. The information below was supplied upon repair of the product: it was reported that the unit's power cord wires are showing. No adverse events were reported as a result of this malfunction.